Manufacturer narrative:
Failure analysis noted that the pump had unresponsive buttons due to moisture damage on the keypad traces. There was no moisture on the electronic and motor assemblies. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 93 mg/dl at the time of incident. The customer stated that he got pushed in the pool with the pump on and the pump was no longer working. He stated that the numbers were ramping up and the up/down buttons were stuck. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.